Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and customer pass out three different times because of low blood glucose. Customer's blood glucose value was 68 mg/dl at the time of the incident and other blood glucose was 95 mg/dl. Customer reports insulin pump system has not been in use within 48 hours of reported low blood glucose event. The customer was treated with food. The customer reported that they did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.